Event description:
When the catheter was connected to the cable, there was no temperature reading displayed on the monitor. Trouble shooting was unsuccessful. The catheter was removed and a new catheter was used. No injury to the patient. Please report.